Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 33 mmol/l (594 mg/dl) with ketones of 0.6. The pod was worn between 24 and 36 hours on the leg. It was noted that the cannula was bent. Hyperglycemia treated by administering a pen injection and applying a new pod.

Manufacturer narrative:
The device was received and the exposed soft cannula for the received pod was found to be kinked. During fluid path test, the fluid passed freely through the complete fluid path, even though the exposed soft cannula was kinked. It could not be conclusively determined when this damage to soft cannula occurred. The download data showed 0x1c alarm generated, indicating that pod had reached expiration time (ran for 80 hours). Generation of the hazard alarm stopped the delivery of insulin. The pod ran for 773 pulses before getting deactivated. The download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin, prior to the alarm.